Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-june-2026, it was reported by a sales representative via (B)(4) that an ar-2386-09 quad tendon harvester didn't appear to be sharp enough to harvest tendon. Noticed during a case, new device opened, and case completed with no patient effect.